Event description:
Reportedly, after the surgery, confirmed bleeding. Doctor re-operated immediately and confirmed bleeding from the fragment of bronchial tube. Hand sutured. Procedure: right middle lobectomy.